Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, while the user was handling the device, physical/chemical stress was applied to insertion section which led to the coating to peel. The event can be prevented by following the instructions for use which state: "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was confirmed that the insertion tube was leaking. In addition to the coating peeling on the insertion tube, the evaluation findings were as follows: the bending section cover glue had a crack, the insertion tube had a cut, and the insertion tube protector had a cut/the insulation inspection of the insertion tube failed (breakage of insertion tube). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii bronchovideoscope failed leak test (crack near distal tip of scope). The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: peeling of the coating of the insertion tube (1 mm squared or more).